Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD), implanted with a model 0010 bipolar endocardial lead (sensing lead), exhibited possible oversensing. Review of the therapy history showed normal sinus rhythm on the stored electrograms, but the r-r wave interval measurements recorded by the ICD show a fast rhythm. On april 15, 1997 cpi received additional information that the oversensing recurred and a lead insulation breach was suspected. On april 28, 1997 a new lead was implanted and the chronic leads capped. In addition, the ICD showed repeated impedance measurements of 799 without varying; it was felt that lack of variance by even a few ohms was not normal, and the ICD was replaced.